Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to an electrically leaky filter, designator fl9 from the analog pcb assembly.  The filter fl9 had 180 ma of excess off current and caused the internal hlc batteries to become depleted.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device depleted its charge-pak battery charger in only three months. During device evaluation, physio observed that the device did not show ok in the readiness display, but showed the charge-pak, attention and service wrench icons. The device could not be powered on anymore. There was no patient use associated with the reported event.